Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The prograsp forceps was found to have the main tube broken. A piece measuring proximately 0.301¿ x 0.150¿ was not returned with the instrument. Also, the prograsp forceps was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the prograsp forceps tip was out of the sheath, making it impossible to remove the instrument. The trocar and instrument had to be removed at the same time. The procedure continued as planned. There was no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the prograsp forceps was in the open position and could not be removed from the trocar. It was impossible to close the prograsp forceps. Nothing was in the jaws that would interfere with the closing of the prograsp forceps.